Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that patient's blood glucose (bg) was not responding to boluses: 580mg/dl with moderate ketones and increased thirst. Reporter used insulin by injection 3 times to return bg to usual range. The health care provider adjusted basal rates and no further bg excursions reported. This complaint is being reported as the patient experienced hyperglycemia due to bg not responding to boluses.

Manufacturer narrative:
Follow-up #1: date of submission 10/6/15 device evaluation: the device has been returned and evaluated by product analysis on 09/09/2015 with the following findings: no defect was found. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Typical alarms observed in alarm history. Pump history shows the pump was manually suspended on 2015-(B)(6) 17:40 and manually resumed at 17:52. Manually suspended at 2015-(B)(6) 07:01 and manually resumed at 07:22..#2. Manually suspended on 2015-(B)(6) 20:22 and manually resumed at 21:43. Manually suspended at 22:13 and manually resumed at 22:34. On 17:22 a loss of prime occurred; deliveries resumed at 17:46. No alarms occurred during 24hr duration testing. The daily insulin delivery totals correctly reflect user's programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.